Event description:
Reportedly, pt expired due to unk reasons. Unk if pt death is device related. Info received from ipr. Info received on 11/28/2007: at the surgeon's office, the pt expired on two months before. Unk if valve was explanted. Per op report, pt had severe aortic valve stenosis and atherosclerotic occlusive coronary artery disease.

Manufacturer narrative:
Device not returned.